Event description:
Hip arthroplasty revision surgery was performed one day post operatively due to 15 mm leg length discrepancy.

Manufacturer narrative:
Returned devices are currently undergoing engineering eval.